Event description:
Three gore tag thoracic endoprostheses were successfully placed and deployed through a conduit without incident. Upon completion of the case, the 24 fr introducer sheath was removed together with the guidewire. The right common iliac artery dissected, proximal to the conduit anastomosis. The bleeding was immediately brought under control, and the pt was transferred to the operating room for a femorofemoral bypass. The current status of the pt has been requested.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.